Event description:
It has been reported to philips that they system is not booting up. The device was not in clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that hdd drive was not able to power on which resulted the reported issue. Review of the system log file showed malfunction of flexvision pc . The fse replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected .